Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colo-anal anastomosis procedure, a surgeon was installed between the legs for the anal anastomosis and another surgeon was to the patient's left and held the anvil previously inserted into the colon. After the anastomosis and the stapler was removed, the absence of the anvil and the rectal and colic collars was observed. The anastomosis was not performed and the anvil remained in the colon. This resulted in a delay in the operative time and the use of a linear stapler in addition with additional resection of a portion of the rectal stump. Component disengaged and fell into the cavity of the patient. There was an unanticipated tissue loss and tissue damage as a result of the problem.